Event description:
Patient experienced shoulder pain upon flushing of groshong catheter. X-ray revealed fracture of catheter with piece of catheter in left jugular vein. Attempt to remove catheter on 11/27/92 was unsuccessful and patient was transferred to another hospital for catheter removal.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.